Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure another surgeon noticed "the optic was bent or stretched like plastic." The surgeon then decided it would be best to exchange the iol. The patient has postoperative corneal edema and is still under the care of the surgeon. Additional information has been requested.